Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause can be caused by passing the long tail of the suture too far or all the way through the suture threader wire loop this can occur during use of the device or when packaging the device.

Event description:
On 12/07/22 it was reported by an sales representative via email that an ar-1588btb-2j tightrope blue tab got ripped off the wire when pulling through, and an ar-1588btb-2j tightrope got stuck when pulled through. When this occurred, buttons popped off the cards in both instances. When this happened the surgeon took construction off of the card and attempted to construct based on the technique of ar-1588btb. The suture would still not complete. Tension was held on the fixed suture coming of the sheath to prevent bunching up too much, but the suture was bunched up trying to get through the hole in the button. An additional ar-1588btb-2j was opened to complete the procedure. This occurred during an acl reconstruction with fgl allograft on (B)(6) 2022 with no patient harm. Additional information received 12/07/22: lot 14987371 was stuck when pulled through, lot 14956815 had the blue tab ripped off. The procedure performed was an acl reconstruction with fgl allograft. An additional ar-1588btb-2j was opened to complete the procedure.